Event description:
Data was reviewed showing that when the programmer changed parameters in the generator, the device is making the assumption for how long it needs to charge the vboost, which is the voltage needed to deliver an output current pulse. This assumption is made to save battery instead of just charging the vboost all the time. The accuracy of the vboost assumption will depend on factors such as lead impedance and device to device variability. To compensate for these factors the ipg has an algorithm that will monitor the adequacy of the allowed charging time and make necessary adjustments. These adjustments may be slightly delayed in cases where the overall number of pulses is low (such as in a microburst device where this is often very low) and duty cycle. Depending on the timing of the event, a false low output current may be possible when performing diagnostics after programming events. These false events will appear even more pronounced on non-ramped bursts such as microburst devices as a delivered output of 0ma is assumed until the first pulse of burst that is detected to have successfully delivered. After review of data it was determined to be a software issue causing the false low output current message. No additional relevant information has been received to date.

Event description:
Information received from clinical site that the current not being delivered error message was able to be resolved. The site is unsure if the programmed settings were saved following the error message.

Event description:
It was reported that during a programming session an error message stated that programmed parameters possibly not delivered after new programming settings were attempted. Information later received from clinical trial showing that device deficiency previously reported was communication difficulties related to the programming system that requires troubleshooting or new programming system and that device diagnostics were performed at every titration visit. No additional relevant information has been received to date.